Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
A message was received that the remote care was not functioning. The device was interrogated and the therapy was found to be off. The device was reprogrammed to resolve the issue and there were no consequences to the patient.